Manufacturer narrative:
The field service engineer (fse) purchased the required screws to repair the unit at a hardware store and completed the repair. The fse performed all functional and safety tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
A getinge field service engineer (fse) reported that he had received 8 springs rather than 8 screws. Warehouse mislabeled the item. There was no patient involvement reported.